Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering any insulin. Customer's blood glucose level was over 600 mg/dl. He was feeling nauseous, had a headache, and felt jitteriness. The customer treated his blood glucose level with 15 units using a pen. The device was not returned.